Event description:
Follow up information obtained identified the issue was resolved with updating the software of the patient's dbs system.

Event description:
It was reported the physician experienced issues with the patient's dbs system while checking the impedance. Reportedly, when the impedance of the program was checked, there seemed to be a corruption or bug in how the impedance measurements displayed. The measurements for the first lead indicated amplitude of the second lead and vice versa. Consequently, the physician replaced the patient's dbs ipg with a new one and the issue was resolved.

Manufacturer narrative:
The device was not explanted as initially reported. The ipg remains implanted in the patient.

Event description:
Additional information received identified the patient's dbs ipg was not explanted. The patient's dbs system remains implanted in the patient. The next course of action was undetermined at this time.